Event description:
It was reported that device won't clear syringe plunger test error. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were removed/broken. The investigation did not find any external damage. The pump event history showed a force sensor test in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, verified during start-up. The force was way out of spec and the force sensor cable was damaged. The root cause of the reported issue was due to use error. The technician replaced the force sensor and calibrated the force sensor as part of the preventive measure (pm) procedure. Performed all functional/delivery tests which passed.